Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside. The following information was provided by the initial reporter: flakes inside the syringe.

Manufacturer narrative:
Investigation summary: bd has been provided with a sample for catalog 300296 lot 1705127 to investigate for this record. After the evaluation of the returned sample, bd concludes the white particles inside the syringe were composed by lubricant from the syringe barrel verifying the reported issue. The particles consist of an accumulation of "slip agent" which is used in the formulation of the polypropylene which is in turn used to manufacture the syringe. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. A toxicology material risk assessment was completed and indicate a low risk of material-medicated adverse effect in this clinical application. Prior product evaluations about exposure assessment indicate that slip agent would be metabolized and eliminate relatively rapidly, with no bioaccumulation projects. Bd concludes that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. Bd has initiated the appropriate corrective and preventative actions for this issue. Conclusion: particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. CAPA 207816 has been opened to investigate.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside. The following information was provided by the initial reporter: flakes inside the syringe.